Event description:
Customer treated with insulin based on an undisclosed freestyle readings then experienced a hypoglycemic event requiring hospitalization. Customer's family member reported the incident but did not provide specific details related to readings during the event or treatment. Family member did indicate within 24 hours prior to the event, the customer had readings of 200 at 6:30 am and then 288 at 6:30 pm. Testing was conducted on the finger.